Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant ii stent graft limb was dilated with a reliant balloon in order to address an observed stenosis. After aggressively ballooning, the stenosis an angiogram was performed and an endoleak was discovered in the middle portion of the endurant ii limb located in the distal aorta. A pigtail catheter was used to reveal a tear in the graft material of the endurant ii limb and a type iii fabric endoleak was confirmed. The physician elected to implant another endurant ii limb across the tear and the endoleak was resolved. Per the physician, the cause of the type iii fabric endoleak was due the aggressive ballooning during the procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.